Event description:
The physician is reportedly trained in the use of the starclose se device.

Manufacturer narrative:
(B)(4). The customer reported that the device was discarded. The return of the device may have assisted in the investigation of the reported event. As part of the manufacturing process, the devices are inspected and verified for proper loading of the clip onto carrier tube. At starclose se final inspection, the devices undergo inspection to verify that the ribbon wings open properly, collapse completely, are aligned and are not damaged. A sample of devices from each lot must be successfully functionally deployed. Based on the reported information and the inspection criteria, a definitive cause for not achieving hemostasis with the starclose se clip could not be determined. A review of the lot history record and similar incident query for this product was not performed because the lot number was not reported and the product was not returned for analysis.

Event description:
It was reported that an arteriotomy closure of an unspecified vessel was attempted using a starclose se after an unspecified procedure. Reportedly, a problem with the vessel locator occurred. The method used to achieve hemostasis was not provided. No additional information is available.

Manufacturer narrative:
(B)(4). The device will not be returning. The lot number was not provided. A follow up report will be submitted with all additional relevant information.